Event description:
It was reported that stimulation was turning up randomly too high. It was noted that in the past few days prior to report the device was turning up and down sporadically. It was noted that the implantable neurostimulator (ins) was interrogated and a ¿position trending suspect¿ message appeared. It was noted that it was confirmed that the ins had gone depleted since last interrogation. It was noted that the ins/pp was not recognizing upright and sometimes just showed group b with checkmark and adaptive stimulation circle. It was noted that it was confirmed that ¿grp and c¿ both had adaptive stimulation enabled. It was noted that stimulation was changing from upright to upright mobile settings too often. It was noted that the sensitivity of ins in mobile was decreased and that the patient might disable upright mobile all together because they like to be able to control stimulation while walking or moving. It was noted that it happened when he was sleeping and the stimulation went to 5.8 v and woke him up. It was noted that 5.8 v was his current upright mobile setting. It was noted that the patient checked it and turned it down and it woke him up a few hours later and went to 5.8. It was noted that the patient adjusted down in upright to 4.3 v. It was noted that the patient had no weight change since implant. Additional information received reported that impedances were normal. It was noted that no x-rays were taken. It was noted that the patient explained that he moved a lot while sleeping. It was noted that it was realized that the patient¿s ins was switching to mobile. It was noted that the feature was deactivated from adaptive stimulation settings. It was noted that the patient was instructed to call if it ever happened again.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).